Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. These techniques include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, and flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. Omission of this activity can create resistance in wire guide movement during use. If excessive pressure is applied to the wire guide, perhaps in response to resistance during use, this could have contributed to the report of wire guide breakage. Prior to distribution, all roadrunner extra support wire guides are subjected to a visual inspection to ensure device integrity. Correction action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the physician used a cook roadrunner extra support wire guide. The tip of the wire guide reportedly "came off or was stretched way out." Another wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.